Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the device was in clinical use at the time of the event. The philips remote support engineer (rse) inspected the system remotely and confirmed that the wireless footswitch does not work. Upon further inspection, the cause cannot be confirmed, and the most likely cause is hardware defect. To resolve the issue wireless footswitch and the base station was provided to the customer. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there was problem with the wireless footswitch. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.